Event description:
It was reported by dealer that the frame broke on the m41srr power chair. The dealer hung up. No additional information. 3.3.15 update: the provider states the seat post receptacle and the bolt are stripped out. He did not know how the issue happened and did not know any specifics on the issue. He had literally no information but said look at the pictures, there is the issue.